Event description:
Reportedly, as the technologist was moving the one monitor ceiling suspension, the monitor assembly fell from its ceiling rails onto the floor. The technologist rec'd an injury to his hand.